Event description:
"Gets warm" was stated on the repair order. On follow-up conversation with the hosp, they reported that the attachment heated up during surgery. The surgeon could not hold it any longer and had to switch to a different attachment to finish the case. There was no pt or user injury.